Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that poly trial broke when being removed from surgical site. No adverse event was reported.

Manufacturer narrative:
(B)(4). The product was returned and examination of the returned product determined that returned tasp exhibits signs of repeated use. The reported event was confirmed by visual inspection. The dovetail feature is compressed, also fractured on the medial side of post. Surgical notes were not provided. The device had an approximate field life of five (5) years and eight (8) months with an unknown frequency of use. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. Investigation results concluded that the root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.